Event description:
The complainant stated that the brakes will not hold, the wheels roll when the brake pedal is in the brake position.

Manufacturer narrative:
The tech replaced the brake detent assembly to repair the bed.